Event description:
It was reported that the patient presented remotely. Upon review, the patient's implantable cardiac monitor (icm) exhibited oversensing. No intervention was made. No patient symptoms were reported.